Event description:
Healthcare professional reported ¿capsular contracture baker grade 3¿ and ¿rupture¿. Capsulectomy was performed. This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.